Manufacturer narrative:
Correction:h3: previously need to check h3" device evaluated by manufacturer?" Section as yes.

Manufacturer narrative:
The reported event of could not untighten the atrial setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the a-setscrew inset. The calcified blood was preventing the wrench from entering and engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. When the calcified blood was removed in the lab, a wrench could be fully inserted into the setscrew inset and the setscrew could be untightened normally, and the stuck lead removed. The blood came through holes punched through the septum by the torque wrench at time of implant.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the header of the pacemaker was unable to remove the atrial lead. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.